Event description:
The hospital has reported the following to sales rep: the triathlon handle has a silicone layer around the grip. This layer is not fully seated up to the metal and it is hard to be sure if it is clean.

Manufacturer narrative:
Reported event: an event regarding santoprene handle degradation was reported. The event was confirmed. Method and results: device evaluation and results: visual analysis confirmed the reported event. The handle was returned degraded. Medical records received and evaluation: not performed because patient factors did not contribute to the reported event. Device history review indicated all devices accepted into stock met specification. Complaint history review indicated there have been no other events associate with the reported lot. Conclusions: a CAPA was initiated on (B)(6) 2010 because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable. This event was determined to be under the scope of this CAPA. While the CAPA analysis did not conclusively point to a single or multi-factorial root cause of the degradation of the santoprene handles, the testing evidence did indicate these handles degrade over time (usually between 3-5 years) causing the reported failure mode and when they reach the end of life cycle. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised.

Event description:
The hospital has reported the following to sales rep: the triathlon handle has a silicone layer around the grip. This layer is not fully seated up to the metal and it is hard to be sure if it is clean.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.